Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: the endocatch bag broke. The pt was involved. Nothing fell into the pt's cavity. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of greater than 500cc. Operative time was not extended.